Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery alarm or verify failed battery alert due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was rejecting new batteries and had unexplained random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.